Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead. The patient had severe superior vena cava (svc) syndrome with a totally occluded svc. This case was known ahead of time to be high risk and difficult. The plan was to remove the two leads, then stent the svc through the conduit created from the extraction, and then to re-implant a new system. The procedure was being performed in the ep lab. Spectranetics lead locking devices (lld¿s) were placed within both leads to serve as the traction platform. The physician attempted removal of the ra lead first. Initially, a spectranetics 14f glidelight laser sheath with a medium visisheath were used and progress was made to reach the innmoinate/svc junction, but then met stalled progression. The physician then switched efforts to removal of the rv lead, and progressed to the same spot and then progression stalled. The physician tried both the glidelight and visisheath devices to work past this area, switching back & forth twice, before deciding to use a spectranetics 11f tightrail device. After using the tightrail, the physician was getting ready to switch back to the other lead in hopes of progressing further down the vasculature, and at that time the patient had a slight drop in blood pressure. Then the blood pressure went up due to anesthesia inadvertently treating the drop in blood pressure. Not wanting to wait, the physician used contrast to detect filling of the silhouette in the heart, indicating an injury. The surgeon and team were quickly contacted, and subsequent repair was performed of a small hole in the innominate/subclavian junction, proximal to the area where resistance was being met. Once the patient was stable, it was decided to move the patient to the operating room in order to remove the leads surgically. It was determined during the repair that the patient's svc was extremely fibrosed and that removing the leads and creating a conduit through stenting would be very difficult. It was decided to re-create an svc through a graft and tubing, then epicardial leads were placed on the heart while it was exposed surgically. The patient survived the procedure. There is no alleged malfunction of any spnc devices used during the procedure.